Manufacturer narrative:
Conclusion: serial number was received. A device history record was reviewed. This device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. Stenosis related risks are addressed in the current risk management file this report is being submitted as part of a historic clinical review of events contained within the (B)(6) study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 4 years post implant of this aortic bioprosthetic valve, the device was replaced v alve-in-valve with a transcatheter valve due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.